Manufacturer narrative:
The customer reported they checked the equipment after the issue occurred. The customer reported the device issue could not be reproduced and the device was functioning as expected to manufacturer's specifications.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.